Event description:
It was reported that after connecting the lasso to the piu a magnetic error appeared. By changing to a new lasso catheter, the procedure was completed. On (B)(4) 2012, the catheter was received in the lab for analysis. However, during the visual analysis, it was found that the ring # 1 was lifted/damaged making this event reportable.

Manufacturer narrative:
(B)(4). The returned device was evaluated visually and was found that the ring # 1 was lifted/damaged. The device was tested for eeprom, carto and calibration functionality and the catheter passed these tests. The catheter was properly visualized during test. Also, the device was dimensionally evaluated and the pu od margins were found within specifications. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility.

Manufacturer narrative:
(B)(4). It was reported that after connecting the lasso to the piu a magnetic error appeared. By changing to a new lasso catheter, the procedure was completed. The catheter was visually evaluated and it was found that the ring # 1 was lifted /damaged. Dimensional test was performed. The pu od margins were measured and these were found within specifications. As it is unknown how the ring was damaged, a corrective action has been created to investigate this condition. Per the reported event, the catheter was tested for eeprom, carto and calibration functionality. The catheter passed these tests. Catheter was properly visualized during test. Due to a detected increase on carto 3 recognition issues a corrective action has been opened to address this type of complaints. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The device history record (DHR) was revised and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.